Manufacturer narrative:
Review of the info received back from (B)(6) indicated that the index surgery occurred in (B)(6) of 2008. Investigation of the documentation revealed no deviation from the sterilization cycle, and the dose audits and bioburden for the year of MFR were acceptable. The infectious organism was reported to be (B)(6). Due to the prevalence of this pathogen in nature, there are several feasible modes of entry, beyond surgery, for this organism to cause infection.

Event description:
The surgeon reported an infection in a pt 2 years after the surgery. The implant was removed, and another surgery will be performed to apply another implant.